Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was not observed. No damage or fiber was observed on the iol. The device was returned loose in an open blister. The lock out assembly has been removed. Viscoelastic is observed in the device. The plunger and the lens are advanced into the mid nozzle. The plunger is at the trailing optic edge. The trailing haptic is folded onto the optic. The leading haptic is extended straight. Rough edge and fiber not observed. No root cause identified as the reported rough edge and plastic fiber was not observed. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of a rough edge on the intraocular lens and it had a plastic fiber on it. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).